Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 4.00 x 32 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. No damage was noted to stent strut rows 1 to 13. The remainder of the stent was identified as damaged; struts were distorted and some struts were bunched together and slightly lifted from the stent profile. The undamaged section of the crimped stent od(outer diameter) was measured using snap gauge and is within maximum crimped stent profile measurement. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. Stent movement on the balloon was also noted. The stent moved distally on the balloon such that the distal end of the stent was positioned distal to the distal marker band. Crimp markings were evident on the exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint event. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 32 synergy ii drug-eluting stent was selected for use to treat a lesion. However, when the device was taken out of the box, it was noted that the stent struts were damaged. The device was never used inside the patient. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 32 synergy ii drug-eluting stent was selected for use to treat a lesion. However, when the device was taken out of the box, it was noted that the stent struts were damaged. The device was never used inside the patient. The procedure was completed with a different device. No patient complications were reported.